Event description:
The rotator broke during the second power injection. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been received for evaluation/investigation. A follow-up report will be submitted when the evaluation is completed. Evaluation: conclusions: a follow-up report will be submitted when the device evaluation has been completed.